Event description:
The customer reported that a xhibit telemetry receiver (xtr) had unexpectedly restarted resulting in a loss of telemetry monitoring. A spacelabs healthcare product support specialist (pss) reviewed xtr logs and confirmed the crash, however, cause of the crash was not determined. The pss is currently working with the customer to gather additional data to determine cause of failure. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.

Manufacturer narrative:
Additional log files were gathered and reviewed by a product support specialist (pss). The logs confirmed that the software had crashed. It was found that the crash was due to packets timing out. While the packet time out caused the crash, the cause of timing out packets could not be determined.